Event description:
It was reported that during a follow-up, noise in rv bipolar and v sense channels were observed. The noise was reproduced with manipulation testing. Insulation damage at the pace/sense part of the trifurcation was noted. Lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.